Manufacturer narrative:
An evaluation is in process. A follow-up report will be submited when the evaluation is complete. This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 2k91-27. An evaluation is in process.

Event description:
The customer observed falsely elevated ca 19-9 results for one patient generated using architect ca 19-9xr reagents. The following data was provided (u/ml). (B)(6) tested (B)(6) 2016 initial 179, not repeated. Other methods showed lower results 16, 15.3, and 13, however the specific methods were not provided. Previous test results were provided for the patient: (B)(6) tested on (B)(6) 2016 initial 158, repeat 196. (B)(6) tested on (B)(6) 2016 initial 1062, repeat 1101. (B)(6) tested on (B)(6) 2016 initial 139, repeat 155. The patient was not being monitored for pancreatic cancer. The patient underwent a colonoscopy and pet scan.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The architect ca19-9 package insert includes the intended use of this assay is an aid in the management of pancreatic cancer patients. Information provided by the customer indicated that patient did not have pancreatic cancer, and the assay was being used outside the intended use. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.